Event description:
It was reported that the device was used during a hand-assisted laparoscopic nephrectomy, put his hand back in the disc and it just broke apart. No patient consequences noted.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.